Event description:
(B)(4). Same case as: 2134265-2011-05627, 2134265-2011-05498. It was reported that post a coronary stenting treatment procedure, the patient experienced repeat revascularization. During the index procedure, the physician implanted 3 taxus stents (3.5x28mm taxus element, 3.5x24mm taxus element and 3.5x8mm taxus liberte) to the proximal right coronary artery (rca). Details of the lesion are unknown. In (B)(6) 2011, the patient presented with a history of left arm pain and chest pain and underwent repeat revascularization. The 72% stenosed lesion was located in the ostium of the proximal rca. An intervention was performed with an unknown size balloon catheter. Following the procedure the patient had an excellent angiographic results. The procedure was successfully completed and the patient was discharged the same day.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).